Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding patient information, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three batteries exhibited communication errors and power disconnects, and another battery exhibited a critical battery alarm.

Manufacturer narrative:
A supplemental report is being submitted for additional information. A2. Age at event: 66. Date of birth: (B)(6) 1954, a3. Sex: male a4. Weight in lbs: 170. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: four (4) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed one (1) critical battery alarm due to communication error involving (B)(6) logged on (B)(6) 2021 at 07:29:48. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed instances involving (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: serial #: (B)(6). H3: yes .h6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de, catalog #: 1650d, expiration date: 30-jun-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-jun-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had communication errors. The batteries remain in use. No patient complications have been reported as a result of this event.